Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of a fever and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced a fever. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event peritonitis. Treatment was not reported. At the time of this report the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of the fever. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11h19059 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.